Event description:
After an implantation period of approx. 70 months, it was reported that the ICD could no longer be interrogated and was at eos.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents that accompanied the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eos, matching the clinical observation, and 63 charge processes had been documented. The charge drawn from the battery was checked and turned out not to be as expected. The icds capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. The shock therapy did not exist. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The electronic module was then connected to an external voltage source and underwent an electrical function check. The capability of the electronic module to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The investigation of the current uptake of the electronic module, in particular, proved to be inconspicuous. The battery was returned to the manufacturer of the battery for an extensive analysis. The production documents of the battery were reviewed and showed that there had been no deviations of the battery parameters from the specified values during the manufacturing process. The visual inspection of the battery showed no anomalies. The battery was then opened for a destructive analysis. During the examination of the internal battery structure, an increased impedance was detected. It can therefore be assumed that the increased internal impedance of the battery led to a voltage drop on the electric module and thus contributed to the clinical observation. In summary, the capability of the electronic module of the ICD to provide therapy was tested at an external voltage source and was found to be fully functional. The clinical observation resulted from an increased internal impedance of the battery, which was detected during the battery analysis.